Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device tachy mode was programmed off. Patient also heard device was beeping. Boston scientific technical services (ts) discussed that tachy mode off would not cause device to beep. The patient will have a patient initiated interrogation (pii). This device remains in service. No adverse patient effects were reported.